Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for multiple assays on the cobas 8000 c 702 module (c702). The customer provided data for three patient samples and all three had erroneous results for gluc3 glucose hk gen.3 (glu). The erroneous results were not reported outside of the laboratory. The first sample initially resulted as 1.20 mmol/l and repeated as 9.61 mmol/l. The second sample initially resulted as 1.60 mmol/l and repeated as 5.45 mmol/l. The field service engineer found leakage coming from rinse tubing. Another tube was bent. He resolved the tubing issue and adjusted the cell blank. Quality controls were ok. On (B)(6) 2017, the customer stated that the issue happened again with the third patient sample. This sample initially resulted as 1.10 mmol/l on (B)(6) 2017 and repeated as 5.5 mmol/l. No adverse events were alleged to have occurred with the patients. The glu reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The field service engineer returned to the site and exchanged the degasser tank. He corrected the cell blank. He ran a mechanism check and this was ok.

Manufacturer narrative:
The issue was resolved by the service actions. No further issues were reported by the customer.